Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that there had been multiple drawer failures and tower door failures. A field service engineer found that auxiliary drawer was off the bus. The field service engineer checked the drawer for debris and tested the drawer controller. Connections were reseated, and the unit was restarted. The drawer came up successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had multiple drawer and tower door failures. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.